Event description:
It has been reported that x-ray could not be emitted after restarting the review monitor . This issue took place during the procedure . The x-ray disabled button could not be released in the examination room but could be released from control room but still x-ray was not coming out. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the review monitor restarted, and x-ray could not be emitted. Upon functional testing, the fse found that the mouse and keyboard for the additional monitor connected to the flexspot had a poor contact, which caused the watchdog error log to spit out continuously, causing the device to reboot. The fse replaced the mouse and keyboard. After replacement of the mouse and keyboard, the system was returned to use in good working order. The codes were updated based on the investigation outcome.